Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump; however, the issue reocurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.